Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, the s-ICD delivered an inappropriate shock due to oversensing. At this time, this s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this s-ICD system was explanted and replaced with a transvenous system. The s-ICD system will not be returned as it is in the patient's possession. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, the s-ICD delivered an inappropriate shock due to oversensing. At this time, this s-ICD remains in service. No additional adverse patient effects were reported.